Event description:
The customer reported that erroneously elevated testosterone (testo) results, above the normal range of the assay, were generated from multiple access 2 immunoassay systems and a unicel dxl800 access immunoassay system for one patient across multiple days. This report represents the erroneous elevated testo patient result generated from a access 2 immunoassay system with serial number (B)(4) on (B)(6) 2012. The sample was diluted at a ratio of 1:5 prior to testing beckman coulter inc. Assessment of customer supplied data indicated that a second patient sample drawn at an alternate site and tested using an alternate method produced lower results within the normal range of alternate assay [total testosterone]. This result matched the patient's normal access testo results from (B)(6) 2012. The erroneous testo result was reported from the laboratory however there was no report of death, serious injury or patient treatment modification associated or attributed to this event. Instrument/assay quality control results were within customer established specification during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched for this event. The patient had been previously prescribed an androgen steroid cream and the customer suspected this may have been a source of contamination of the patient sample that generated the elevated results. Additional definitive testing of the patient sample to confirm the presence of patient sample interference has not been performed to date. In conclusion, the cause of this event is unknown and could not be determined with the information provided. Associated mdrs: 2122870-2012-01106, 2122870-2012-01107, 2122870-2012-01108, 2122870-2012-01109.